Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a system upgrade procedure. During the procedure, the pulse generator switched to backup vvi due to the cautery being used to open the pocket. The patient was dependent and a temporary pacemaker was placed. The device was restored and explanted. The patient was stable afterwards.